Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that their tablet displayed an out of regulation (oor) error. They stated that intra-operative impedances showed 2020 ohms, 2930ohms, 3700 ohms, and contacts 4-7 were over 30,000 ohms. The rep added that everything was showing green, and the patient indicated that they were receiving coverage prior to the procedure and everything was left as is. However, post-operative, the rep was not able to obtain paresthesia, and once they increased the stimulation to 8.5ma, they saw the oor on their tablet. Prior to the report the rep increased the pulse width to 1000 and changed the electrode configuration to use electrodes with the lowest impedances. They also used a double guarded cathode configuration but was not able to achieve paresthesia on contacts 0-3. The rep stated that they eventually randomly programmed al l 8 contacts and continued to increase amplitude passed seeing the oors, and the patient was able to feel stimulation around 20ma in their left leg. Technical services reviewed the oor troubleshooting options. The rep indicated that there were electrode pairs greater than 4000 ohms. Technical services reviewed additional troubleshooting and indicated that if they are unable to program around oor to achieve therapy, they may need to consider replacing components. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further actions have been taken to resolve the oor error and high impedances. They stated that the issue has not been resolved yet. No further complications were reported or anticipated.